Event description:
The dealer stated the rear wheels were warn. The dealer stated that when he was tighten the wheel they were moving closer to the chair and rubbing the frame.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.